Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the lamp not turning on was likely caused by a converter failure, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found defects in the power converter. Additionally, there were signs of corrosion on the rear panel, the rear panel connectors, and the main board connectors, scratches on the top cover, front panel, and chassis, and dents on the top cover and chassis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the visera elite xenon light source main lamp was not lighting and only the spare lamp was working. The issue was found during maintenance inspection. There were no reports of patient harm.